Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling a cartridge with a unknown amount of insulin. A new cartridge was loaded resolving the issue. Additionally, it was reported that the customer experienced resistance when filling a cartridge. A new cartridge was filled resolving the issue. Blood glucose level was 108 mg/dl.